Event description:
It was reported that after pre-dilatation was performed, the vision was positioned in the mid right coronary artery (rca) of an acute myocardial infarction (ami) pt. During the first inflation, the balloon ruptured at 8 atm. A voyager nc was used for post-dilatation to complete the procedure. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as mildly tortuous and 90% stenosed, which may have contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. To ensure this type of occurrence is not a result of a potential manufacturing / product related deficiency, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. It was reported that this was an ami case. Although it is unk how the use of the stent delivery system in an ami pt may have contributed to the reported rupture, it should be noted that the contraindications section of the vision instructions for use states: there is a possibility of stent in-sufficient deployment or the occurrence of complication for pts who have experienced a recent (less than 1 week) acute myocardial infarction.